Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found that the half-height cubie drawer 4.1 main and all of its cubies had failed and were not found on the bus. An attempt was made to recover the drawer, but it was unsuccessful. The row board cable was reseated, as the controller board remained fully functional. After reseating the row board cable, the failed cubies were back to normal and recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.